Event description:
The event is reported as: a pt had a 3-way simplastic catheter inserted on (B)(6) 2012 and removed on (B)(6) 2012. The catheter could not be removed, trapped behind balloon by a ridge. A penile ring block was performed to remove the catheter out of the urethra. The current condition of the pt was not reported.

Manufacturer narrative:
The cat number and lot number are unk. Add'l info was requested, but was not available at the time of this report.